Manufacturer narrative:
This report was sent as a retraction. Based on the information provided that a shock and a non-st-elevation myocardial infarction (nstemi) were procedure related and not device related issue, and the anemia was not caused by gore accessories or attributed to the gore devices used, and the transfusion was not related with the gore device/ sheath, the event does not meet the definition of a serious injury and is not reportable. The reportability was changed from reportable to non-reportable.

Event description:
This report was sent as a retraction.

Manufacturer narrative:
C19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code f28- was used to cover that the patient experienced an anemia and a shock (stroke). The cause is unknown. The physician is monitoring the patient. Code a26- the cause of an anemia and a shock (stroke) is unknown. Additional information was requested and will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. The patient tolerated the procedure. On (B)(6) 2025, the pre- treatment imaging showed that the maximum diameter of aortic disease was 58 mm. On (B)(6) 2025, a left peri-nephric hematoma was noticed. According to the study data, it was not study device related and did not required the treatment. On (B)(6) 2025, the patient experienced anemia and on (B)(6) 2025 underwent a packed red blood cell (prbc) transfusion. On (B)(6) 2025, a shock was noted, and the patient was treated with the combination of 8 units prbc, a lasix drip, IV pressors, and IV hydrocortisone. On (B)(6) 2025, a non-st-elevation myocardial infarction (nstemi) was noted. The treatment was not required. The physician is monitoring the patient.

Manufacturer narrative:
B5: event description was updated. C19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code f28- was used to cover that the patient experienced an anemia and a shock. The cause is unknown. The physician is monitoring the patient. Code a26- the cause of an anemia and a shock is unknown. Additional information was requested, however, was not available. Code d15 was used to cover that the cause of anemia, a non-st-elevation myocardial infarction and shock remains unknown. Additional information was requested, however, was not available.

Event description:
On (B)(6) 2025, the patient underwent endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. The patient tolerated the procedure. On (B)(6) 2025, a left peri-nephric hematoma was noticed. According to the study data, it was not study device related and did not required treatment. On (B)(6) 2025, the patient experienced anemia and on (B)(6) 2025 underwent a packed red blood cell (prbc) transfusion. On (B)(6) 2025, a shock was noted, and the patient was treated with the combination of 8 units prbc, a lasix drip, IV pressors, and IV hydrocortisone. On (B)(6) 2025, a non-st-elevation myocardial infarction (nstemi) was noted. The treatment was not required. The physician is monitoring the patient.